Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account to determine the brake/steer caster needed to be replaced. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support representative provided the account with the part number for the brake/steer caster. The account will order the caster and replace it to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's brake/steer caster would not hold when set. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).